Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. Interrogation of the device revealed that there was noise oversensed on the atrial lead. Additionally, the atrial lead impedance was high and out of range, and capture threshold was intermittent and high. A chest x-ray showed clavicular crush on the atrial lead, with a fracture. The patient was in stable condition and would continue to be monitored.

Event description:
Additional information noted that the lead was explanted and replaced, and the patient was in stable condition throughout.

Manufacturer narrative:
The reported events of high lead impedance, high capture threshold, oversensing noise, and clavicular crush with a fracture were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found clavicular crush damaging the outer insulation with all five filars of the outer coil found to be fractured/separated. The cause of the reported events was due to damaged outer insulation and fractured outer coil at the clavicular crush location.